Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was recorded at 169 mg/dl, which is within the normal range. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.